Manufacturer narrative:
Based on the available information, it is not clear what role, if any the use of lava ultimate may have played in the reported outcome. Other factors, such as prior tooth history or patient factors, may have played a role in the need for the root canal.

Event description:
On (B)(6) 2016, a dental professional reported that a (B)(6) year-old female patient required endodontic treatment on tooth #13. This tooth had a lava ultimate cad/cam restorative crown placed on (B)(6) 2013, on a tooth that had decay beneath a resin filling. On (B)(6) 2016, dentist indicated that the tooth underwent endodontic treatment and a new, non-3m crown was placed. The symptoms that triggered the need for the root canal were not provided to 3m.